Event description:
Technician alleged that the control box had no lights green or amber. No motor function on bed frame.

Manufacturer narrative:
Technician replaced the motor control box to resolve the issue. (B) (4), hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.